Event description:
Ous MDR - after an implantation time of about 46 months, it was reported that this ICD was in eos state after several shock deliveries. The shock deliveries were explained by oversensing of the lead. The ICD was explanted and returned to biotronik. The lead was capped and remained in the patient. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The clinical observation was confirmed, the device status was eos, and 39 charge processes had been documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted as a trail could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 and df-1 standard. The memory content of the ICD was checked. The available iegms showed interference in the ventricular channel, which resulted in the high number of mostly aborted charge processes. Furthermore, the analysis showed that the battery status eos resulted from a temporary drop of the battery voltage below the eos threshold. The reason for this was a strong battery burden due to the multitude of subsequent charge processes within a very short time, which had been triggered by the oversensing. During the analysis, the eos state was removed with a technical programmer, and the device then showed the state mol2. The battery voltage of 2.8 v indicated a sufficiently charged battery. The ICD's capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The signal sensing of the ICD was tested and proved to be free of noise. The ICD sensed supplied signals free of interference. Summary: the analysis did not show any indications of a device dysfunction. The battery status eos resulted from a temporary drop of the battery voltage below the eos threshold. The cause for this was a strong battery burden due to the multitude of consecutive charge processes within a short time window, which had been triggered by oversensing. There were no indications of a material defect or manufacturing error.